Event description:
It was reported that the patient was experiencing cramping pain that went away when stimulation was turned off. The patient was also having stimulation on non targeted areas. The patient was experiencing inadequate stimulation despite reprogramming. The patient was also having stabbing pain at the ipg site. The patient underwent an explant procedure wherein all device components were removed. Explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).